Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that hb and svo2 readings of the venous probe and the internal pressure readings were not displayed. 70104.8012#cardiohelp-I. Onetrack complaint ID: (B)(4).

Event description:
It was reported that there were no hemoglobin (hb) and venous oxygen saturation (svo2 ) and no internal pressure readings (pint) displayed. Those failures occurred during treatment. An additional a damaged alarm port failure occurred during service. The failure no internal pressure readings displayed is a reportable event, the events no venous probe readings (hb/sv02) and damaged alarm port are not reportable. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge service technician (fst) was sent for investigation and repair on 2022-09-27, 2022-10-03, 2022-10-04, 2022-10-05. The venous probe reading issue could not be replicated and since no physical damage was visible, the venous probe was re-taught as a preventive measure. The connection cable for internal sensors had also no visible damage. It was still replaced which solved the internal pressure readings failure. To resolve the alarm port damage the user interface hardware update set was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2022-11-02 for the period of 2015-09-25 to 2022-07-19. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-09-25. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that there were no hemoglobin (hb) and venous oxygen saturation (svo2 ) and no internal pressure readings (pint) displayed. Those failures occurred during treatment. An additional a damaged alarm port failure occurred during service. The failure no internal pressure readings displayed is a reportable event, the events no venous probe readings (hb/sv02) and damaged alarm port are not reportable. No harm to any person has been reported. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022. The venous probe reading issue could not be replicated and since no physical damage was visible the venous probe was re-taught as a preventive measure. To resolve the internal pressure readings issue the connection cable for internal sensors was replaced. To resolve the alarm port damage the user interface hardware update set was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The customer did not provide the event date after requesting as confirmed by the fst on 2022-11-18, therefore no log file review was possible. In regards to the failure "no internal pressure readings (pint)" a root cause was determined. The affected cable had no visual defects and replacing it did solve the reported issue. Another connection cable for internal sensors with the same failure was investigated by getinge life cycle engineering on 2021-08-30. The root cause for the reported malfunction could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which most likely originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. In regards to the failure "no hemoglobin (hb) and venous oxygen saturation (svo2 ) readings" no exact root cause could be determined, because the failure could not be replicated. However according to the cardiohelp risk analysis v24 the most probable root cause that the venous probe sends no or wrong values are : - defective / disturbed (electromagnetic interference) sensor measurement ; - wrong measurement values caused by sediments in the disposable ; - response time is too long; - light influences; - blood light spectrum differences. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. In regards to the failure" damaged alarm port" a root cause was determined. Since the alarm port was pushed way into the unit by the service technician during service, the root cause is determined as service related human error. As stated in the service manual (cardiohelp system, service requirements) only authorized service technicians are allowed to carry out service-related work. Thus the issue can only occur during service of an authorized service technician. Further according to chapter 3.1 general information the device has to be checked after every maintenance or repair. The review of the non-conformities has been performed on 2022-10-18 for the period of 2015-09-25 to 2022-07-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-09-25. Based on the results the reported failures " no internal pressure readings (pint) were displayed" and "damaged alarm port" could be confirmed and the failure "no hemoglobin (hb) and venous oxygen saturation (svo2)" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: another issue was identified during service, which is addressed in complaint #(B)(4). "Art bubble disconnected" error appears intermittently.

Event description:
Complaint ID: (B)(4).